Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") in a (B)(6) female patient who had essure (batch no. 221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation, mood swings, night sweats, pain ankle, drug allergy, edema and tendinopathy. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding and uterine fibroid. Concomitant products included levonorgestrel (norplant), medroxyprogesterone acetate (depo-provera) and steroid antibacterials. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced pelvic pain ("pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, vaginal infection, urinary tract infection, depression, mental anguish, migraines, headaches, migration of essure device location of device, dyspareunia (painful sexual intercourse), pain were added. Reporter, patient information, lot number, concomitant medication, historical and concomitant condition were added incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. 221-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema, tendinopathy and allergic rhinitis. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding, uterine fibroid, fibromyalgia, hypercholesterolemia and hypertension. Concomitant products included norethisterone (mini pill) from (B)(6) 2009 for birth control as well as corticosteroid nos since (B)(6) 2009, docusate sodium (colace) since (B)(6) 2009, fexofenadine hydrochloride (allegra) from (B)(6) 2009 to (B)(6) 2010, hydrochlorothiazide since (B)(6) 2010, intrauterine contraceptive device (iud nos) since 1994 to (B)(6) 2009, levonorgestrel (norplant), lisinopril since (B)(6) 2009, lovastatin since (B)(6) 2009, lubiprostone (amitiza) since (B)(6) 2009, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, ranitidine since (B)(6) 2017, salbutamol (albuterol hfa) since (B)(6) 2008, steroid antibacterials and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), 3 months 5 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), insomnia ("haven't slept well"), hot flush ("hot flashes"), neck pain ("neck pain") and pain in extremity (" pain in my left foot radiating up my leg") and was found to have weight increased ("weighing 127 lbs before this mess and now I'm ast 150lbs"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache, dyspareunia, weight increased, insomnia, hot flush, neck pain and pain in extremity outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Lot number report 221 is not valid. Concerning the injuries reported in this case, the following one was reported via social media: neck pain and pain extremity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. 221-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema, tendinopathy and allergic rhinitis. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding, uterine fibroid, fibromyalgia, hypercholesterolemia and hypertension. Concomitant products included norethisterone (mini pill) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as corticosteroid nos since (B)(6) 2009, docusate sodium (colace) since (B)(6) 2009, fexofenadine hydrochloride (allegra) from (B)(6) 2009 to (B)(6) 2010, hydrochlorothiazide since (B)(6) 2010, intrauterine contraceptive device (iud nos) since 1994 to (B)(6) 2009, levonorgestrel (norplant), lisinopril since (B)(6) 2009, lovastatin since (B)(6) 2009, lubiprostone (amitiza) since (B)(6) 2009, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, ranitidine since (B)(6) 2017, salbutamol (albuterol hfa) since (B)(6) 2008, steroid antibacterials and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 5 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), insomnia ("haven't slept well"), hot flush ("hot flashes"), neck pain ("neck pain"), pain in extremity (" pain in my left foot radiating up my leg") and post procedural complication ("post removal complications") and was found to have weight increased ("weighing 127 lbs before this mess and now I'm ast 150lbs"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache, weight increased, insomnia, hot flush, neck pain, pain in extremity and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible. The patient received treatment for pain and bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Lot number report 221 is not valid. Concerning the injuries reported in this case, the following one was reported via social media: neck pain and pain extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event added- post removal complications. Event outcome of pelvic pain, dyspareunia and menorrhagia was updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. 221-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema, tendinopathy and allergic rhinitis. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding, uterine fibroid, fibromyalgia, hypercholesterolemia and hypertension. Concomitant products included norethisterone (mini pill) from 6-jul-2009 to 29-oct-2009 for birth control as well as corticosteroid nos since (B)(6) 2009, docusate sodium (colace) since (B)(6) 2009, fexofenadine hydrochloride (allegra) from august 2009 to august 2010, hydrochlorothiazide since (B)(6) 2010, intrauterine contraceptive device (iud nos) since 1994 to july 2009, levonorgestrel (norplant), lisinopril since july 2009, lovastatin since july 2009, lubiprostone (amitiza) since (B)(6) 2009, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from september 2009 to june 2010, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, ranitidine since (B)(6) 2017, salbutamol (albuterol hfa) since (B)(6) 2008, steroid antibacterials and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 5 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and insomnia ("haven't slept well") and was found to have weight increased ("weighing 127 lbs before this mess and now I'm ast 150lbs"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache, dyspareunia, weight increased and insomnia outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Lot number report 221 is invalid. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events: weight gain and insomnia added. Reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 221-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema and tendinopathy. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding and uterine fibroid. Concomitant products included corticosteroid nos since (B)(6)2009, fexofenadine hydrochloride (allegra) from (B)(6)2009 to (B)(6)2010, hydrochlorothiazide since (B)(6)2010, levonorgestrel (norplant), medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from (B)(6)2009 to (B)(6)2010, nsaids since (B)(6)2009, paracetamol (acetaminophen) since (B)(6)2009, ranitidine since (B)(6)2017 and steroid antibacterials. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 5 days after insertion of essure. On (B)(6)2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2009. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache and dyspareunia outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Lot number report 221 is invalid. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") in a 38-year-old female patient who had essure (batch no. 221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema and tendinopathy. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding and uterine fibroid. Concomitant products included fexofenadine (allegra) from august 2009 to august 2010, fluticasone propionate (flonase) since december 2009, hydrochlorothiazide since july 2010, levonorgestrel (norplant), medroxyprogesterone acetate (depo-provera), montelukast (singulair) from september 2009 to june 2010, nsaid's since july 2009, paracetamol (acetaminophen) since july 2009, ranitidine since august 2017 and steroid antibacterials. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, 3 months 5 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. Concomitant drug, events onset date were added. Essure removal date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no: 221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema and tendinopathy. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding and uterine fibroid. Concomitant products included fexofenadine hydrochloride (allegra) from on (B)(6) 2009 to on (B)(6) 2010, fluticasone propionate (flonase) since on (B)(6) 2009, hydrochlorothiazide since on (B)(6) 2010, levonorgestrel (norplant), medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from on (B)(6) 2009 to on (B)(6) 2010, nsaid's since on (B)(6) 2009, paracetamol (acetaminophen) since on (B)(6) 2009, ranitidine since on (B)(6) 2017 and steroid antibacterials. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 5 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache and dyspareunia outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received event " heavy bleeding" was added. "Device dislocation" event updated as "device expulsion" due to "migration of essure device location of device: uterus" . Outcome of event " pain" was updated as recovering and heavy bleeding" was recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. 221-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema, tendinopathy and allergic rhinitis. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding, uterine fibroid, fibromyalgia, hypercholesterolemia and hypertension. Concomitant products included norethisterone (mini pill) from (B)(6) for birth control as well as corticosteroid nos since (B)(6), docusate sodium (colace) since (B)(6), fexofenadine hydrochloride (allegra) from (B)(6), hydrochlorothiazide since (B)(6), intrauterine contraceptive device (iud nos) (B)(6) to (B)(6), levonorgestrel (norplant), lisinopril since (B)(6), lovastatin since (B)(6), lubiprostone (amitiza) since (B)(6), medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from (B)(6) to (B)(6), nsaids since (B)(6), oxycodone hydrochloride;paracetamol (percocet) since (B)(6), paracetamol (acetaminophen) since (B)(6), ranitidine since (B)(6), salbutamol (albuterol hfa) since (B)(6), steroid antibacterials and sulfamethoxazole;trimethoprim (mortin) since (B)(6). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 5 days after insertion of essure. On (B)(6)2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), insomnia ("haven't slept well") and hot flush ("hot flashes") and was found to have weight increased ("weighing 127 lbs before this mess and now I'm ast 150lbs"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2009. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache, dyspareunia, weight increased, insomnia and hot flush outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Lot number report 221 is invalid. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter information added. Events: hot flashes added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. 221-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included constipation, mood swings, night sweats, pain ankle, allergic reaction to analgesics, edema, tendinopathy and allergic rhinitis. Concurrent conditions included chest pain, hypertension, hyperlipidemia, allergic rhinitis, itching, facial swelling, numbness, chronic sinusitis, cervical bleeding, nasal obstruction, menses painful, post coital bleeding, uterine fibroid, fibromyalgia, hypercholesterolemia and hypertension. Concomitant products included norethisterone (mini pill) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as corticosteroid nos since december 2009, docusate sodium (colace) since (B)(6) 2009, fexofenadine hydrochloride (allegra) from (B)(6) 2009 to (B)(6) 2010, hydrochlorothiazide since (B)(6) 2010, intrauterine contraceptive device (iud nos) since 1994 to (B)(6) 2009, levonorgestrel (norplant), lisinopril since (B)(6) 2009, lovastatin since (B)(6) 2009, lubiprostone (amitiza) since (B)(6) 2009, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) since april 2009, paracetamol (acetaminophen) since (B)(6) 2009, ranitidine since (B)(6) 2017, salbutamol (albuterol hfa) since (B)(6) 2008, steroid antibacterials and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 5 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), insomnia ("haven't slept well"), hot flush ("hot flashes"), neck pain ("neck pain") and pain in extremity (" pain in my left foot radiating up my leg") and was found to have weight increased ("weighing 127 lbs before this mess and now I'm ast 150lbs"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, depression, anxiety, migraine, headache, dyspareunia, weight increased, insomnia, hot flush, neck pain and pain in extremity outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information was received device not removed insertion details: the essure probe was then inserted and the left fallopian tube essure probe was advanced and the strings were placed without difficulty. Lot number is not clearly visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, dyspareunia, pelvic pain, menorrhagia. Lot number report 221 is not valid. Concerning the injuries reported in this case, the following one was reported via social media: neck pain and pain extremity. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event neck pain and pain in my left foot radiating up my leg were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.